Event description:
It was reported that an episode of high out of range pacing impedances were noted on the right atrial (ra) lead. Ra noise oversensing was also noted on an episode of atrial tachy response (atr) around the same date of the impedance spike. The impedance measurements appear to have been stable before and after the spike. Technical services (ts) was contacted for troubleshooting recommendations. This ra lead remain in-service at this time. No adverse patient effects were reported.